Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was returned in liquid, there were tears in the lens and a piece of a haptic plate was torn off and missing. (B)(4).

Event description:
It was reported that the micl12.6 implantable collamer lens ejected swiftly and flipped over as the surgeon was inserting it in the eye. The lens was torn as the doctor removed it from the eye. The back up lens was loaded and successfully implanted without any patient injury. The reporter stated the incident was the result of a surgeons error.